Event description:
It was reported that during a routine remote monitoring transmission, noise was sensed on the right atrial (ra) lead. High impedance and elevated thresholds were also noted. The ra lead was capped and replaced. It was noted that the patient is a participant in the product surveillance registry. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 6945-65 lead, (B)(6) 2001. (B)(4).